Event description:
It was reported that there are ongoing issues with the drive function of the device, where the device's zoom will suddenly stop/has unexpected loss of zoom function. The porter tried to hold the weight of the stretcher, and consequently, strained his back. He took long term leave, due to back pain, and was redeployed to a different role.

Manufacturer narrative:
A stryker quality assurance engineer worked with with a research and design principal software and test engineer to replicate the issue with a test zoom stretcher. With the test stretcher, the zoom cutting out was able to be replicated by pushing the stretcher up a ramp multiple times with zoom engaged. It was determined that when the stretcher is used with zoom up the ramp, the voltage begins to drop as the motor heats up. As the motor overheats, the voltage drops and the motor can no longer function. He elaborated that the stretcher is meeting design intent, and the motor was not designed to travel up multiple ramps. The issue was resolved for the customer by communicating the findings with the local service team and sales team. In regards to the injury, the porter strained his back, while trying to stabilize the device, which required 3 month long term sick leave. H3 other text: device not accessible for testing. Model variant tested.

Event description:
It was reported that there are ongoing issues with the drive function of the device, where the device's zoom will suddenly stop/has unexpected loss of zoom function. The porter tried to hold the weight of the stretcher, and consequently, strained his back. He took long term leave, due to back pain, and was redeployed to a different role.